Event description:
A resident at a skilled nursing center passed away while using the 1-year old irc5po2v concentrator. The facility stated that the water bottle on this concentrator, contributed to the resident passing.

Manufacturer narrative:
The concentrator was returned to invacare for inspection, which was completed on (B)(6)2020. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its ¿as received¿ condition, the complaint was not confirmed. The invacare perfecto2 v oxygen concentrator did not exhibit any defects or failure modes. During testing, the concentrator produced an oxygen with an o2 purity that met its defined specifications. There was no evidence to indicate that the device had malfunctioned or contributed to the alleged passing of the end user in any way. Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
This event is being reported to the FDA in an abundance of caution due to the alleged death. It is unknown what if any malfunction or deficiency is alleged. Upon initial inspection at the facility, the concentrator was clean and working fine. The concentrator is being returned to invacare where it will receive an expanded evaluation. Should additional information become available, a supplemental record will be filed.

Event description:
A resident at a skilled nursing center passed away while using the 1-year old irc5po2v concentrator. The facility stated that the water bottle on this concentrator, contributed to the resident passing.